Event description:
Two balloons ruptured at unknown pressures during a tibial angioplasty of a highly calcified lesion. A pressure gauge was not used. Another unit was used to successfully complete the procedure without patient complications. These devices were destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated these balloons were inflated without the use of a pressure gauge and the lesion was highly calcified. Therefore co believes these factors contributed to this event and does not attribute this event to these devices. However, without evaluating the devices co cannot determine the exact cause for this event. Directions for use state: "because high inflation pressures can be inadvertently achieved during the stress of a procedure, even by the most experienced angiographer, the use of a pressure gauge (co order number pg or pghp) to monitor inflation pressures within the dilatation balloon is essential...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Balloon rupture at lower pressure may occur in strictures exhibiting sharp, points due to calcified material or staples... If resistance is felt when removing a guidewire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."